Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and an air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported flow transducer test failure during pre-use check was not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).